Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Total knee replacement. A surgeon in (B)(6) hospital has a problem with the new sigma gvf insert with its locking mechanism. The gap between the insert and tibial tray is not constant around the periphery of the insert, and is local to one area after it is locked. And he told that the distance from the bottom of the insert to the underside of the lip of the posterior part of the new gvf insert is slightly larger than the old one. It can cause see-saw effect even when the insert is locked. This caused a 30 minute delay to surgery.